Event description:
It was reported that pump generated tandem mobi cartridge alarm during cartridge load process, and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts confirmed pump alarm 30, arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within specified time, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.